Event description:
It was reported that during a da vinci hysterectomy procedure, it was identified that the fenestrated bipolar forceps instrument was frayed at the tip - stopped. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. No other damage was found.